Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor showed a warmup period on the g7 app but not on the ilet bionic pancreas pump, and troubleshooting determined the user had not entered the new sensor pairing code on the pump, resulting in the cgm not being paired and the pump indicating dosing would stop soon. No clinical signs, symptoms, or conditions were reported. Outcomes included no hospitalization and restoration of expected operation after education to enter the correct pairing code and to wait for readings. User support included troubleshooting and user education on correct cgm pairing workflow. Investigation of this case revealed user error related to an incorrect or missing pairing code for the dexcom g7 sensor, resulting in lack of cgm data to the pump. It was concluded, based on previously established findings for similar reports, that the cause was user error and use error.